Event description:
Adverse event(s): "no patient injury reported" (no consequence or impact to pt). Product problem(s): "intermittent bubbles" (air leak). The surgeon reported intermittent bubbles are coming from the laser probes. The surgeon stated that if bubbles get in front of the probe, there is a potential for pt injury. No pt injury was reported.

Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An internal investigation has been opened to address this issue. (B)(4).